Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cables were reseated, and the fluoro functions board voltages were adjusted. The system was then found to be operating as intended.